Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced extensive bleeding during a trial implant procedure. The issue occurred upon entry of the needle into the epidural space. The patient stated being on blood thinners, which was unbeknown to the physician. As such, the procedure was abandoned.